Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock. The suspected cause of the inappropriate shock was unspecified lead damage. The lead was capped and replaced to resolve the event. The patient was stable.